Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was doing well until last night and now there was a large tub of laundry to do. The patient has dementia, suffers from edema, and has a follow-up appointment on monday, (B)(6) 2012. The patient was on program 2 at 1.9 volts and stimulation was currently on. The patient was adjusted up to 2.9 volts in the standing position, and the patient could not feel it when he sat down. Subsequent information received reported that the patient's wife called the patient's physician to confirm that the device was working well with the adjustment. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 3889-28 lot# va02a9q, implanted: 2012 (B)(6), product type lead. (B)(4).